Manufacturer narrative:
The field service engineer (fse) was on site performing a preventative maintenance (pmi) service and reported signal variation at the fl4 positions on their (B)(4) flow cytometer. To resolve the issue the fse replaced the tarpon amp board and signal conditioner at the affected location (fl4). Bec is filing an MDR for this event based on the FDA classification of the (B)(6) 2018 urgent medical device recall as a class I recall on (B)(6) 2018 (recall number (B)(4) for fc 500; recall number (B)(4) for epics (B)(6)). Bec internal identifier (B)(4).

Event description:
The field service engineer (fse) reported signal variation at the fl4 positions on their fc 500 flow cytometer while performing a preventative maintenance (pmi) service. Amp board warnings were generated, and the data was placed in quarantine by the software. There was no report of death, injury, or change to patient treatment as a result of this event.